Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe it was noticed before using the syringe that it is unusually strong silicon foreign matter in the syringe.

Manufacturer narrative:
Investigation summary: it has been received 3 unused samples without blister, 24 sealed samples of 50ll lot 1804268 and 3 sealed samples of 50ll lot 1809214 for investigation. Upon visual inspection of the 30 samples, no excess of silicone can be observed in them. DHR of lot 1809214 has been reviewed not finding any annotation or deviation regarding the alleged defect. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). Silicone content test is controlled in every lot during manufacturing process. On checking silicone content results performed during manufacturing process in lot 1809214, they are within specification limits procedure (jg-500 value limits for 50ml syringes reference value: 6mg, max: 25mg). This test is also performed with the samples received, finding results within specification limits previously mentioned. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift. -printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet. 2.functional inspection -printing: once in the first pallet and once in last pallet of the lot. -assembly: once in the first pallet and once in last pallet of the lot. -primary packaging: once in the first pallet and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no lubrication defect has been found in samples received, the alleged defect cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd plastipak¿ syringe it was noticed before using the syringe that it is unusually strong silicon foreign matter in the syringe.